Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was frozen after changing the battery. The customer¿s blood glucose level was 127 mg/dl. Troubleshooting was assisted. Customer reports display was solid white. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No missing segments or partial display noted. The device passed the displacement test. However, the device failed the self test due to moisture damaged on electronic assembly. Moisture damage on battery tube and motor assembly also noted during visual inspection. (B)(4).